Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after device preparation and prior to use, a stent fracture was identified on the 3.5x33mm xience alpine drug eluting stent (des), so the device was removed from the sterile field prior to use. The device was not used and there was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience alpine stent delivery system (sds) stent fracture was observed prior to use. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use (IFU) states: do not manipulate, touch, or handle the stent with your fingers, as this may cause coating damage, contamination, or dislodgement of the stent from the delivery system. In this case, it appears the instruction for use deviation related to manipulation of the stent may have contributed to the reported event. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure as it is likely that during the reported manipulation of the stent prior to use, the stent was damaged resulting in the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. D1: brand name, d4: catalog number d4: UDI h10: addtl mfg narrative ¿ revised

Event description:
Subsequent to the previous filed reports, the following information was received: the stent was identified as fractured at the beginning of the distal portion of the stent, and the device was discarded due to biological contamination. No additional information was provided.